Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # u5au32. Device analysis: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and the knife recess below the reload deck. In addition, the returned cartridge had seven staples stuck in the washer and the retainer pin coupler was damaged. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The damaged pushrod was a result of the cartridge not being properly aligned inside the anvil head of the stapler while closing the device with automatic retaining pin advancement. The stapler was still able to latch closed. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide to loading and reloading the instrument. The event could not be confirmed, as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: could you please provide more details for "misfired"? Did the device cut? If the device cut/fired, was the cut line complete? 4. Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? Did the device fire? Did the device open? Was the device difficult to close on the tissue? Was the device difficult to fire? Was the device difficult to open? On which firing did this occur? Did the tissue retaining pin lock into the correct position? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, the device misfired. The product was given to sales rep with no information from the coordinator. The outside of the box said it misfired, but no other information was given. It is unknown how case was completed. There were no patient complications reported. No other information is available at this time.